Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. Ts provided troubleshooting options, with further examination recommended. At a later date, this s-ICD had its therapy delivery turned off due to concerns of inappropriate therapy. Ts was consulted and discussed available programming and troubleshooting options. This s-ICD was subsequently explanted and replaced, with the issues observed attributed to insulation damage on the systems electrode. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. Ts provided troubleshooting options, with further examination recommended. At a later date, this s-ICD had its therapy delivery turned off due to concerns of inappropriate therapy. Ts was consulted and discussed available programming and troubleshooting options. This s-ICD was subsequently explanted and replaced, with the issues observed attributed to insulation damage on the systems electrode. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.